Manufacturer narrative:
The lot history record (lhr) for this product was not reviewed because the product was not returned to abbott vascular solutions for analysis and the lot and part number were not reported. The second rx acculink carotid stent system is being filed under the same manufacturer report number.

Event description:
Device malfunction: none. Time of symptoms/ae: post-procedure. Symptoms/ae: restenosis and left hemiparesis stroke. It was reported approximately 18 months post-procedure where two stents were placed in the right carotid artery, the patient exhibited restenosis and experienced a left hemiparesis "non-disabling" stroke. No additional information is available.